Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of medication via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. It was reported that an explant due to infection occurred. The drug information, onset, diagnostics, and symptoms related to the infection were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.